Event description:
The patient presented to the clinic for follow-up and high impedance was observed in the rv to svc and rv to can vectors. Review of session record showed some noise on the pace/sense channel. Fluoroscopy did not reveal any externalized conductors or lead fractures. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.